Event description:
Patient underwent a transvaginal mesh placement with prolift+m mesh approximately four years ago. She subsequently felt that something was wrong as she had a recurrent sense of prolapse as well as difficulty urinating. She also had pain and dyspareunia, and her husband also complained of feeling a poking sensation. On examination, she had recurrent prolapse with a stage ii cystocele, stage I rectocele. She also had symptoms consistent with mixed urinary incontinence. On examination under anesthesia, her cervix was well supported and was unremarkable in appearance or palpation. There were areas of mesh that felt rolled up and bunched. These were on both the anterior and posterior vaginal walls that were the most distal portions of the mesh closest to the cervix. On cystourethroscopy at the completion of the procedure, she had bilateral ureteral efflux noted. No evidence of stitches or perforation of the bladder. The bladder epithelium was erythematous with an appearance consistent with recent urinary tract infection but otherwise no suspicious or dominant lesions or masses. The urethra was also noted to be free of mesh after the tvt.what was the original intended procedure?mesh removal.device #1is this a laboratory device or laboratory test?no.